Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had pericardial effusion and perforation by rv lead was suspected. Pericardial effusion was observed through echo and chest x-ray did not show obvious lead perforation. Patient was symptomatic for pericardial effusion. System was explanted and there were no plans to implant a new system. Patient was doing well and will continue to be monitored.